Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated the device is not working because she is not emptying all the way and it's causing pain. She stated it stings when she uses the bathroom, her bladder has spasms, and she has been on so much antibiotics. Patient's husband used to help her with adjustments, but he passed away so she has not had the device adjusted in almost 7 years. Patient had an appointment with the hcp and used the bathroom, was catheterized, and still had urine in her bladder. She is having a cocktail treatment once a week for the next 4 weeks. During the call, the patient increased stimulation from 1.2 to 1.5 volts on program 2. She stated it is a little painful but she can deal with it. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.